Event description:
On or about on (B)(6) 2025, the patient underwent an unknown endovascular procedure using a gore® dryseal flex introducer sheath (dsf) as an accessory in the procedure. No gore representative was present at the case. It was reported that the dsf sheath was placed in the patient's artery and the physician attempted to advance a balloon (manufacturer unknown) through the sheath. The balloon was unable to advance into and through the introducer sheath, so the sheath was removed from the patient in an effort to determine why the balloon would not advance. When the sheath was removed it reportedly snapped in half. The breakage occurred when the sheath was outside of the patient. The root cause of the break is unknown. There were no patient harms. No additional information was available from the facility. The gore representative was made aware of the event on june 4, 2025.

Manufacturer narrative:
B.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.4. Device information: the device lot/serial number was requested but was unavailable. Therefore, device information remains unknown. D.10. Concomitant medical products and therapy dates: asked but unavailable. H.4. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation findings for testing of actual/suspected device: code c21 updated to code c070603. H.6. Investigation findings for testing of actual/suspected device: code c070603: the device was returned for evaluation, and it was confirmed that the sheath body of the gore® dryseal flex introducer sheath was separated into two segments with the sheath body¿s metal coil maintaining connection between the two parts. The root cause of the separation of the sheath body of the gore® dryseal flex introducer sheath could not be determined with the available information. A manufacturing deficiency associated with the sheath break was not identified during the device evaluation. H.6. Investigation conclusions: code d16 updated to code d15. H.6. Investigation conclusions: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device.